Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative reported via email that the customer's blood glucose ranged from 40 mg/dl to 300 mg/dl. Customer had retinopathy and neuropathy, and had her ties amputated on both feet due to bad infections. Customer was hospitalized. Customer will not be returning the device for analysis.